Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection confirmed that small parts were broken off from the connecting screw in the thread area. Only the connecting screws were returned for investigation, and based on this no conclusion can be drawn as to the lot numbers in question and it is not possible to closer define the production dates or to check the corresponding manufacture documents. The connecting screws have been nevertheless subject to a thorough analysis and it was ascertained that the thread run out does not correspond to specifications. Evidently a step of the manufacturing process has not been correctly performed .the knowledge we derived from this led to adequate corrective measures which are already implemented in the manufacturing process. A CAPA determination has been requested. This is a valid complaint.

Event description:
Thread of connecting screw is broken off. The sterilization personnel noticed that the threads on the inner part of the screw holders had broken off. This is report 2 of 2 for this complaint (B)(4).